Manufacturer narrative:
The patient experienced peritonitis on an unreported date in (B)(6) 2017. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with fluconazole (dose, route and frequency were not reported) and ciprofloxacin (dose, route and frequency were not reported) for peritonitis. However, due to non response to treatment, the patient was started on meropenem on an unreported date. Patient outcome and action with pd therapy was not reported. No additional information is available.